Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 377 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels and feeling pain with the pod, patient's mother found the needle was bent and had not retracted as intended; this indicates that a needle mechanism failure occurred. Moderate ketones were also present. As treatment, patient was given a bolus and drank water.